Event description:
It was reported that the user experienced a low blood glucose of 64 mg/dl and self-treated with oral carbohydrates without symptoms, and the user¿s nurse advised adjusting target glucose ranges with a plan to consult the clinical team. Symptoms included an asymptomatic hypoglycemic event. Outcomes included no hospitalization and resolution with oral glucose. Investigation included a complaint intake review and user education on hypoglycemia troubleshooting and target settings. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.